Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's parent reported on (B)(6) 2015 their son's history is as follows: (B)(6). They took him to the hospital where he was admitted into the intensive care unit and he was diagnosed with diabetic ketoacidosis. He was treated with short insulin. He is still currently at the hospital at the time of the call.